Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a cal error alert, a mbg now alert, and a change sensor alarm. The customer was advised to calibrate and call back if problems persisted. The customer called back to report that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose readings. The customer's blood glucose level was 117 mg/dl, compared to the sensor glucose reading of 53 mg/dl. The customer had removed the sensor. The sensor was replaced, and will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance test and the sensor failed.